Event description:
A patient underwent uncomplicated cataract surgery with hydrus microstent implantation on (B)(6) 2022. The patient's intraocular pressure was higher post-cataract surgery and implantation, and the surgeon was unsure if the device was in the canal properly. The microstent was explanted on (B)(6) 2022. Multiple attempts to gather additional information have been unsuccessful.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot (21900344) and all released product met specification. The device was reported to be available for an evaluation; however, the manufacturer is pending receipt of the device. Once the investigation is complete, a supplemental report will be filed. Microstent malposition, elevated intraocular pressure, and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Correction: section h6: type of investigation - from code 4114 to 4115. Multiple attempts to gather additional information have been unsuccessful. The device was not returned for evaluation and reported by the customer to have been discarded. Manufacturer reference #: (B)(4).